Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise on both right atrial and right ventricular leads was observed during follow-up in clinic. The patient was pacemaker dependent. Recommended programming changes will be discussed with the physician. No patient symptoms were reported.